Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: patient involved incident on part# 2426-0500 tubing is cracked and fluid was leaking.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.